Event description:
The customer reported that the autopulse platform (sn (B)(6) will not power on. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported that the autopulse platform (sn (B)(6) would not power on. The reported complaint was not confirmed during the functional testing and the archive data review. The autopulse platform powered on without issue. Based on the archive data, there were no power-related issues, which does not confirm the reported complaint. The autopulse platform powered on and off without issue during functional testing, not confirming the reported complaint. Zoll is awaiting customer approval for service repair.